Event description:
It was reported the patient underwent surgical intervention where an additional scs system was implanted. It was also reported the patient's lead was placed retrograde for neck, right shoulder and arm pain, which is the patient's pain area. However, during post-operative programming, the sjm representative was unable to provide effective stimulation coverage to the patient's pain areas. X-rays revealed the patient's lead had migrated to the left. Subsequently, the patient was returned to or where his existing lead was repositioned and re-anchored. Effective stimulation coverage was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.